Event description:
It was reported that the sagb gastric band tubing was found to have a small leak on band tubing near the connection to the port. The port has been accessed on a number of occasions, unsure how many, volume in band was variable as it had a leak. The device was replaced. The patient is fine; no adverse outcome reported.

Manufacturer narrative:
(B)(4). Puncture. The injection port with the locking connector and 33.5cm of catheter, the band in two parts, one part band/balloon without the catheter and strain relief and a second part band/balloon with the strain relief and 23.5cm of catheter. Upon visual inspection, it was observed that band/balloon and catheter were returned with a blue color, most likely contrast from the fluoroscopy. The injection port was returned in locked position, hooks were deployed. Locking connector was in locked position. Two small punctures were observed on the catheter, these two punctures were found at 3.9cm from the tubing connection. Upon microscopic evaluation, it was noted that these punctures were 0.8cm in length, and probably performed by a sharp instrument (i.e needle). Due to the condition in which the band/balloon was returned, no leak test was performed. The complaint was confirmed. Upon visual inspection, it was noted that two(2) punctures were observed on the catheter, these punctures were probably performed by a sharp instrument (i.e needle). While it was not possible to draw definitive conclusion regarding the root cause of the reported event, it can tentatively be concluded that if the location of the port is not established by palpation or fluoroscopy before band filling as recommended within the instruction for use (IFU). It was possible that the tubing may have been punctured inadvertently during the adjustment procedure. It is a possible scenario. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. Therefore, it is unlikely that the manufacturing process has contributed at this issue.